Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that the patient was seen on (B)(6) 2009 and was experiencing discomfort and bleeding. In (B)(6) 2010 the patient experienced pelvic pain and urinary frequency; and in (B)(6) 2010 complained of frequency and leakage. On (B)(6) 2010 the patient had a urinary tract infection and she felt that her bladder was not emptying. On (B)(6) 2010 the patient felt pain when urinating. On (B)(6) 2010, urodynamics was performed and determined that urgency was negative, and that there was no leaking; however, the patient still complained of pain associated with a full bladder. The patient was last seen on (B)(6) 2013 and the surgeon suggested possible sling removal; however, the sling was never removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.